Event description:
Additional information received indicated that the lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of non-sustained right ventricular oversensing (nsrvo) due to myopotential oversensing on the rv lead. There was also an increased capture threshold noted on the rv lead. Diagnostic imaging was performed, and there was a cardiac perforation noted by the rv lead. A lead explant procedure was planned, and the patient was stable with no consequences.